Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that this unit is switching off by itself. It is unknown if there was any patient involvement at the time of the incident.

Manufacturer narrative:
The carefusion failure analysis lab received the vela for evaluation however due to the unit being obsolete since 2011 no evaluation could be performed. The customer was advised to take the unit out of service as no repair could be made.